Event description:
During an endoscopic vein harvesting procedure, the hemopro device could not insufflate the tunnel. The co2 delivery device was functioning properly. Co2 was being delivered to the field but would not pass through the short port (btt). A 3 way stop cock was tried to engage the blue one way valve but this was unsuccessful as well. So, the hospital cut the one way valve off and connected the co2 directly to the insufflation tube resulting in adequate insufflation. The remainder of the case was without incident. There was no difficulty with the cannula insufflation. There were no pt effects. The product is returned.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).